Manufacturer narrative:
The investigation found that an in-house guidewire was unable to be advanced into the lumen of the returned microcatheter, which is consistent with the alleged product issue. Further investigation found the lumen to not be fully flared at the hub joint, an exposed and protruding braid in the lumen, and delaminated ptfe in the lumen, which would have caused or contributed to the guidewire advancement issue. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the lumen flaring issue, exposed braid, and delaminated ptfe, but these conditions are consistent with a deviation in the manufacturing process. The findings from the product investigation identified a manufacturing or potential manufacturing issue, which will be addressed per the quality system process. A CAPA has been initiated. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that during an aneurysm surgery, the inner coating of the microcatheter prevented the guidewire from passing through. After replacing the microcatheter, the surgery was completed successfully. When the device was received for evaluation, the investigation findings found the lumen to not be fully flared at the hub joint with exposed braid in the lumen, and delaminated ptfe was in the lumen.